Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that novum iq syringe pump had an unspecified flow rate error. The patient was connected during this event and epinephrine was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.